Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log files. The log files captured three no external power alarms, occurring on (B)(6) 2025, while the mobile power unit (mpu) was in use. These alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased. The alarms resolved within several seconds of activation when power was restored to the system. No other notable events were observed, and the pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. Available information for this event suggests that the mpu remains in use. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review, and the log file captured a loss of power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. There were no other unusual events recorded in the log file event history. Further log files were sent for review, and the event log displayed low power hazard, power cable disconnect, and no external power alarms on 23mar2025 at about 1:44 pm while tethered on mpu. These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.